Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros mas level 1 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0140 in combination with a vitros 5600 integrated system. Mas lot cxl2602 level 1 quality control results of 252, 209, 213 and 218 pg/ml vs. Expected result of 367 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected nt pro-bnp ii quality control results were from non-patient fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros nt pro-bnp ii results were obtained from a non-vitros mas level 1 qc fluid using vitros immunodiagnostics products nt pro-bnp ii reagent lot 0140 in combination with a vitros 5600 integrated system. The most likely assignable cause is instrument related. In addition to the low nt pro-bnp ii qc results, the customer also obtained unacceptable qc results on other assays and other qc fluids. In addition, the vitros analyzer was posting well wash condition codes. An ortho field engineer (fe) performed service and maintenance actions to the instrument, including, removing and replacing the final well wash assembly and linear motor, tightened the well wash brackets and guide bearings and replaced the position sensor that had become damaged. Additionally, the ortho fe also performed adjustments and performance tests on various subsystems. Following the service and maintenance actions performed by the ortho fe, the customer successfully processed qc fluids without issue and accepted the instrument back into use as repairs performed have returned this instrument to expected operation.